Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test and displacement test or verify low battery alarm, rewind anomaly due to unresponsive button. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that their insulin pump made grinding noise when rewinding and buttons were non responsive sometimes it takes several tried to respond. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.